Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when stapling in major stomach curvature, half of the staples were closed correctly and the other half were not closed. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.